Event description:
During a radiofrequency ablation procedure a cancellation occurred due to a startup failure. In the middle of a procedure the generator would not startup and only displayed a white screen. The issue was not resolved and a replacement generator was not available to proceed. The case was cancelled and there were no adverse patient consequences.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for evaluation. The generator was connected to an external power source and powered on successfully. The generator booted to the main screen as expected. The boot sequence was followed as anticipated and passed the self-test. No frozen or locked screen was encountered and the start selection was made and successfully preceded to the "electrode configuration" screen. The generator was powered cycled several times and no anomaly was noted. Sensory, motor, lesion, pulse and dosed modes were tested and the generator functioned as designed. No hardware anomaly was detected during the evaluation. The reported startup failure and subsequent cancellation could not be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.